Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported left rupture 'contours' and 'silicone infiltration' confirmed via us and MRI. Physician confirmed. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture 'contours' and 'silicone infiltration'.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of rupture/silicone migration/crease folding of implant was requested on feb 01, 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ crease folding of implant: not observed no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left rupture 'contours' and 'silicone infiltration' confirmed via us and MRI. Physician confirmed. Device remains implanted.